Event description:
It was reported that the patient had a dye study (B)(6) 2013 and the healthcare provider (hcp) was unable to aspirate drug. The patient also had an x-ray (B)(6) 2013 and it was determined that there was catheter occlusion at an unknown location. The patient experienced increased pain and was hospitalized with a non-serious injury/illness. The entire system was going to be replaced. The pump was filled with saline and programmed to minimum rate. The pump was previously delivering dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy occurred. The estimated volume was 1.5ml and the actual residual volume was 16.5ml. The reported symptoms were increased pain, diarrhea, symptoms of withdrawal, general aches and pains, and was not feeling well. The patient was also feeling like "crap". The drug being infused via the pump was hydromorphone and hydromorphone saline.